Event description:
It was reported to boston scientific corporation in 2007, that during the placement of a one step button kit (pt age and gender unknown), "the tube was torn" into two separate pieces. While the "physician was pulling the tube out of the pt's body by hand after setting the device to [the] stomach", the tube tore inside of the pt. The physician was able to remove one piece by hand and the "rest of the device was removed from the pt's body with [the] endoscope" that was already in place. The procedure was completed with another device. The pt's condition was reported as "good".

Manufacturer narrative:
The customer's complaint has been confirmed. Visual inspection of the returned device revealed that the c-flex tubing had been stretched and torn in 2 places. The first tear was approximately 11 mm in length and the second tear, located distal of the adaptor, was approximately 2 mm in length. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A review of the complaint database revealed no additional complaints reported for the same lot. A review of the april 2007, 15-month complaint trend report for the one step button product family revealed no unfavorable trend. Although the investigation results indicate that procedural factors may have contributed to the device failure, the exact root cause of the complaint is undetermined.